Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a compromised force sensor system alarm during prime. Device was unable to finish rewind loop. Drive support cap was loose. Customer's blood glucose was 389 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarms or perform the prime test due to the motor error alarms. No unexpected rewind loop anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.